Event description:
The facility's pharmacist reported to baxter (B)(4) that a clearlink nonvented spike had been inserted into a docetaxel bag two times. Solution was found between the pouch and the overpouch, and the clearlink was full of the drug. The connector was changed, and the issue was resolved. This occurred during use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a sample was available for evaluation. A visual inspection revealed a leak of the drug solution, confirming the reported condition. The issue was linked to a crack in the white plastic of the clearlink device. The root cause is not identified.